Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted and the imaging window and sheath were kinked. Visual inspection showed no imaging core windup within the telescope and sheath sections of the device. Impedance testing revealed an electrical open in the proximal catheter which x-ray images showed was due to an imaging core windup.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure, the image was lost. The procedure was completed with another of the same device. There were no complications reported and the patient condition was good. However, device analysis revealed a catheter twist.